Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer took off batteries and cap and set pump for 24 hours. Customer stated that all of the buttons were not sensitive. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The pump was received with missing segments/no time clock display on the screen during testing due to moisture damage on the lcd. However, the pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. Moisture damage was found on the mother board. No keypad anomaly or damage on the keypad traces were noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.